Manufacturer narrative:
Visual and functional inspections were performed on the returned analysis. The reported blocked marker lumen was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews was not performed because specific failure mode for this complaint was not provided. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it is likely that anatomical conditions or under insertion of the device contributed to the reported no pulsatile flow from the marker lumen, thus no follow up with the account will be required. The treatment appears to be related to circumstances of the procedure. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of a calcified right common femoral artery with a proglide device using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, there was no obvious flow from the marker lumen. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.